Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist stapler sheath tore during use with the stapler unit intra operatively. A small piece of plastic from the sheath was retrieved from the abdominal cavity during surgery. Upon inspection by the surgeon and the nurse, all pieces appear to have been accounted for. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: risk management was not able to provide any further information. They confirmed that the procedure occurred at the van ness campus. Contact information for the nurse and surgeon involved in the case was requested, however risk management elected to not provide that information.

Manufacturer narrative:
The endowrist stapler sheath has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product or this event. No image or procedure video was provided for review. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. This complaint is being reported based on the following conclusion: it was alleged that the instrument sheath broke and a fragment fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/ misuse. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The product is not implantable.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.